Event description:
It was reported that the user experienced fluctuating glucose levels with a lowest reported glucose of 68 mg/dl and a highest of 290 mg/dl while using the ilet bionic pancreas, including lows after meals and subsequent highs when announcing meals as smaller than consumed. The user treated lows with oral glucose and cereal, stabilized, and proceeded with an ilet reset per clinician recommendation, with the issue associated to incorrect meal announcements and user interaction with the user interface. No adverse clinical symptoms included hypoglycemia and hyperglycemia, and a device low-glucose alert occurred. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.